Event description:
When sigma model 8000 IV infusion pump is run at rate above 900 ml/hr, there is interference with our spacelab model 90309 monitor. The physician treating patient on (B)(6)2010 thought, the patient had svt pattern and was going to treat. The nurse realized that pattern was not correct, turned off pump, and the monitor pattern returned to correct reading. This problem could not be reproduced with simulators. The problem only occurs when both machines are connected with single patient and IV rate is very high. This problem is not limited to this particular pump, but any of the sigma 8000 pumps. No patient harm occurred.